Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The sliding suture wing was placed within a statlock catheter stabilization device and the statlock was covered by an adhesive dressing. The sample was received in two segments which shared a complete break just distal of the sliding suture wing. The break appeared tapered and irregular. Tactile inspection of the sample was unremarkable. Microscopic inspection of the break site revealed sharply defined and glossy fracture features. The break site was irregular and exhibited a tapered shape. Surface mechanical damage was observed in the vicinity of the break. The break characteristics and accompanying tool marks were consistent with damage caused by contact between the catheter and a traumatic instrument such as forceps or hemostats. The usage residue, statlock and adhesive dressing suggested the catheter was in use when that damage occurred. The location of the damage indicated that maintenance technique may have contributed. The product IFU states ¿avoid accidental device contact with sharp instrument and mechanical damage to the catheter material.¿ a lot history review (lhr) of recw1475 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line leak. (They use infusion pump for deliver IV fluid at rate 150ml/hr) updated information (B)(6) 2019) it was informed that the patient is having IV drip fluid at home. (Bedridden patient). Acetated ringer¿s injection 1000ml was administrated in the IV line with drip rate 150ml/hr. The leak fluid exposed to patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1475 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line leak. (They use infusion pump for deliver IV fluid at rate 150 ml/hr) updated information ((B)(6) 2019) it was informed that the patient is having IV drip fluid at home. (Bedridden patient). Acetated ringer¿s injection 1000 ml was administrated in the IV line with drip rate 150 ml/hr. The leak fluid exposed to patient.